Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07298. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman¿ laa closure device and delivery system was inserted into a watchman¿ access system. The closure device was deployed in the laa. One partial recapture was performed and the closure device was re-deployed. The closure device was released successfully while the patient was in sinus rhythm with 20% compression noted. Three hours after the procedure, a pericardial effusion was observed. The patient went into shock and 1 1/2 liters of blood were aspirated. Four erythrocyte concentrate products were given to the patient. After this, the patient was stable and is currently fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the closure device was fully recaptured because it was too deep in the laa. The patient was not on warfarin, but was on 5000 iu of heparin during the procedure. Tamponade was noticed with the pericardial effusion. The effusion was treated with a pericardiocentesis.